Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative. The pt's daughter called back in and stated that the controller will not stay charged and pt has not been able to connect to charge the ins. Caller stated that the controller is not working. Pt was not with caller at the time of the call. Sending a request to repair for the controller. Advised that pt rep call back with pt and equipment if the controller does not resolve the issue. Caller stated that the new equipment received (B)(6) 2024 did not resolve the issue. On (B)(6) 2024, the patient rep called for help pairing controller. Caller was stuck on where it spun however during call the sn was pulled up and the patient was able to pair and was working as intended.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported the implant was not lasting a charge and the issue began at least a month ago or longer. Caller stated patient was in so much pain that it was hard for the patient to describe what the issue was. During the call caller stated the patient lost the recharger and caller didn't know how for how long the patient had lost their recharger. Agent sent email to repair to replace the recharger. The reason for call was caller stated patient was getting the recharge the controller message and the issue began at least probably a month ago or longer. During the call caller plugged the ac power into the controller and got memory problem. Caller changed the date screen and the recharge the controller message displayed. There were no damages in the controller charging port, battery compartment and battery pack. Green light displayed on the ac power. There were a lot of bumps on the ac power cord . Agent sent email to repair to replace the ac power. Caller stated patient was in so much pain that it was hard for the patient to describe what the issue was.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755-s, (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a, product ID 97745ac, (unknown serial/lot); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient rep. Caller said they had received the replacement ac power cord, but the issue hadn't been resolved. Pt was not with patient and did not have equipment. Agent explained how to try rebooting controller by removing battery and using ac power cord. Caller said they'd have their sister try that with the patient and call back if they required further assistance. Caller noted the patient had been without pain management since the beginning of march and they had cancer coming back, so they could really use relief. Caller also noted the patient was practically deaf, so couldn't call in on their own for help. Caller sounded like they were saying something right at the end of call, so agent tried to call back, but went to voicemail immediately twice; agent left message again reiterating the steps to take to try to reboot/charge controller.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# unknown product type recharger product ID (B)(4) serial# unknown product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.